Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted., additional manufacturing narrative (if other): per the on-site representative, the customer did not think the reading of 78% was accurate. The size of the sensor was not correct for the patient.

Event description:
The customer reported that a pediatric patient came to pacu with an initial reading of 78%. Changed the sensor from a lncs pediatrics to an infant lncs. The patient was having airway difficulty with staff attempting jaw thrusts. Once the new sensor was in place the readings were 100% . No issues reported in or. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported that a pediatric patient came to pacu with an initial reading of 78%. Changed the sensor from a lncs pediatrics to an infant lncs. The patient was having airway difficulty with staff attempting jaw thrusts. Once the new sensor was in place the readings were 100% . No issues reported in or. No consequences or impact to patient were reported.